Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed to treat tricuspid regurgitation (tr)with a grade of 4. One clip was placed without issue. A second clip was positioned to further reduce tr. The physician experienced a lot of tension and it was difficult to deploy the second clip. After turning the f/e knob to e, the clip finally released. Both clips were stable on the leaflets and tr was reduced to a grade of 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the physical resistance (tension on the device). The reported difficulty deploying the clip appears to be a cascading effect of the reported tension on the device. There is no indication of a product issue with respect to manufacture, design, or labeling.